Event description:
Additional information has been provided. The surgey was delayed less than 15 minutes, no part fell in situ, and no additional medical intervention was necessary.there were no consequences for the patient.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation, the lot number has been provided in section d4, and the manufacturing date has been updated in section h4. Section b5 has been updated with additional information. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the opening and closing mechanism failed and the locking element of the insert was missing during surgery. The part was found on the scrub trolley. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: investigation of the device revealed that the insert, which is locked in place by two hooks in the bayonet of the outer shaft, was fallen off. One of the two hooks is broken off and the other is severely bent. This may have been caused by mechanical impact. In addition, the item was manufactured in 2016, so it can be assumed that it has been used and reconditioned a corresponding number of times. The most probable root cause is wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).